Event description:
It was reported a patient's implantable cardioverter-defibrillator presented with t-wave oversensing. Technical services instructions were followed, no changes were reported. There were no patient consequences.